Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarmed during testing. The pump was unable to perform displacement test due to no act button response. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube. (B)(4).

Event description:
The mother reported via phone call of a button error on the insulin pump. The customer's blood glucose reading was unknown. The mother stated that they went out to the beach and the pump alarmed button error after they went back to their car. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.